Manufacturer narrative:
Corrected data: d4 ¿ UDI h3/h6: the device was not returned for analysis. Service history review identified there were no previous repairs were noted within the last 12 months. The event history log was not provided for review. The product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. The investigation was unable to determine a probable cause of the reported issue.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 4176-004. The event occurred during testing. There was no patient involvement and no patient harm.